Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Event 1: it is likely water invaded the scope connector while the user was handling the device, which led to an abnormality in the electrical parts and resulted in the displayed error message. The event can be detected and prevented by following the instructions for use (IFU) which state: ¿ nspection of the endoscopic image¿. "When attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ event 2: a white crystallized foreign material, believed to be an infacol (simethicone) type product, was found inside the auxiliary water channel. The cause of the material remaining in the channel could not be determined. There was no reported damage to the channel and it is unknown if there were any deviations from the instructions for use (IFU). The event can be detected and prevented by following the instructions for use (IFU) which state: ¿ inspection of the auxiliary water feeding function¿. ¿all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators. The auxiliary water channel must be flushed either manually or using an olympus flushing pump (endoscopic flushing pump ofp or ofp-2). Nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation confirmed the e315 allegation error code for unsupported scope. The problem was due to a water invasion in the scope connector. During the repair process, remnants of white crystallized contamination believed to be an infacol (simethicone) type product were evident within the auxiliary/jet channel. It was not possible to identify when the foreign material got stuck in the channel; however, there is a possibility that the subject device was used on patients with the foreign material clogged. During the device evaluation, the following issues were discovered: air/water leaks, chipped light cover glass, worn adhesive around the lens, a worn distal end cap, and the distal end adhesive was lifting. The light guide tube had minor marks, the connector had excessive fluid ingress, the angle function was abnormal and not up to specification, and the electrical safety test was not up to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus during preparation for use, the evis lucera elite colonovideoscope presented with an error code of e315 for an unsupported scope. The intended procedure was completed with a similar device, and there was no delay to the procedure. There were no reports of patient harm or injury associated with this event.